Manufacturer narrative:
Zimvie complaint number:(B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
The doctor reported that the implant at tooth site 46 failed due to nerve damage. Much pain was reported. Implant was removed and the procedure was not completed.